Event description:
It was reported the programmer quit working in the middle of a session. When rebooted, half the software was gone. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the programmer would quit working; programmer passed functional test. It was indicated the programmer was not able to interrogate some devices as the programmer did not have a software application installed. Analysis found the tabs on the power cord door were broken. It was noted the programmer was missing the stylus.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 229047 analyzer. (B)(4).

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.